Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7075380/7075456.